Event description:
The product was used during a thorascopic lung resection procedure. Reportedly, the staples did not form properly and the device was difficult to open. The hospital has reported no pt injury occurred.